Event description:
Event description boston scientific received information that this caller was inquiring about the surface strips from this pacemaker as during magnet application, loss of capture or inhibition was suspected. The caller also noted farfield atrial sensing as well as an adjusted daily measurement impedance table where the scale was between 500 and 1500 instead of the normal 100-2500 ohms.